Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting pacing inhibition and a rise in threshold measurements. An x-ray taken showed the ra lead may have slightly dislodged. Surgical intervention was performed and the ra lead was repositioned and remains implanted and in service. No adverse patient effects were reported.